Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cardiosave intra-aortic balloon pump (iabp) has pressure issue. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h3 , h11 , h6 ( type of investigation , investigation findings , investigation conclusions corrected field : h6 ( medical device ¿ problem code ) , e2 ,d10 , a getinge field service engineer (fse) checked the machine with trainer for 2 hours, found no issue with the machine and iab pressure showing properly. Passed all the necessary functional & check test as per factory guidelines.